Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported damage to her insulin pump. The customer stated after her pony had bumped her insulin pump, the buttons became hard to push. The customer also stated there was a crack on the insulin pump's case, above the screen. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on the keypad traces.